Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported device failure to charge. However, based on available evidence and investigations of a similar nature, the reported device failure to charge issue was caused by the software algorithm within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to hold charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to hold charge. There was no patient injury reported as a result of this incident.